Manufacturer narrative:
B3 event date: event date estimated as event reported to have occurred in one (1) week after implant.

Event description:
Reported via patient call center: it was reported that there was an internal bleed as well as congestive heart failure. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted on (B)(6) 2023. The procedure was completed successfully with the closure device implanted in the laa. The patient called into the watchman patient call center and stated that a week after the procedure, they developed an internal bleed as well as congestive heart failure. The patient was instructed to discontinue her oral anticoagulant. The patient is continuing to follow up with her providers and has a 45 day follow up scheduled for (B)(6) 2023.